Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016-02427. Follow-up revealed surgical intervention resolved the patient's issue.

Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016-02427. It was reported the patient had been experiencing stimulation in an unintended area. Fluoroscopic imaging revealed both of the patient's leads had migrated. As a result, the patient's leads were explanted and replaced (with a single lead/different model). The doctor also electively explanted and replaced the patient's ipg (with a different model).